Event description:
On 01/02/2024, it was reported by an arthrex subsidiary employee via email that an ar-8825b suture anchor would not seperate from the screw once inserted. The case was completed using another ar-8825b with unknown lot numbers.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint allegation is confirmed. -visual inspection identified the screw of the suture anchor, mini bio-pushlock¿ 2.5 mm x 8 mm had come loose on the shaft. Functional testing was not performed; the screw was separate and loose on the shaft. The quality of the bone encountered was not provided. The most likely cause for the reported failure can be attributed misuse/mishandling due to damage to the device.